Manufacturer narrative:
(B)(4).

Event description:
The physician implanted a resolute integrity stent in the ostium of the rca. The target lesion had 90% stenosis. The device was used post its expiration date. No patient injury reported. Patient is reported to be fine.